Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. It also had a corroded motor, cracked display window corner, scratched lcd window, broken reservoir tube lip and cracked reservoir tube window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump got wet in salt water. Blood glucose value was 292 mg/dl. During troubleshooting, the customer stated that she could hear water inside the device and the screen was foggy. The customer stated that the device had been dropped. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.